Event description:
While doing a parathyroid study, the ge camera safety sensor failed to work. The camera head came down too close to the patient and pressed on her arm and chest for two or three seconds. The hand held controller was also not working properly. There was no patient injury due to the malfunction of the safety sensor. The camera was taken out of service and a ge service technician was called to repair the equipment. A copy of the ge service report is not available. The camera was returned to service after the repair.